Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved . Enduser alleges that sam300p will not power up with pad pak expiry of 2019; non fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2011. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2011 and performed all weekly auto self-test, alongside random manual power ons up to the (B)(6) 2017. During the above period the information shows multiple occasions when the device records a temperature below the minimum stand-by temperature of 0°c, with a low of -10.6°c recorded. On the (B)(6) 2018, the device records a failed self-test due to a low battery. Information from the history log shows the device records a low temperature of -13.5°c at this time. The device was still in fault mode on the (B)(6) 2018, when upon a return to a warmer ambient temperature, the device records an increase in voltage and the device was power cycled passing a self-test. No further log entries were recorded prior to receipt at heartsine. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The returned device performed to specification throughout testing at heartsine. The device was returned with the reported fault of will not switch on. The device was found to be switching on as normal throughout the investigation and no uncharacteristic measurements could be found on the on/off circuitry. Throughout the history log the device records multiple occasions in which the temperature is recorded outside the recommended operating range of 0-50°c with a low of -13.5°c recorded. This had resulted in the device recording a self-test failure due to a low battery on the (B)(6) 2018. The device was then manually power cycled on the last log entry prior to receipt at heartsine on the (B)(6) 2018, passing a self-test. It is therefore assumed the user had returned the device due to this low battery failure at the end of the history log. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
No patient involved. Enduser alleges that sam300p will not power up with pad pak expiry of 2019; non fsca unit.